Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 511 mg/dl, 58 mg/dl, 272 mg/dl, and 62 mg/dl. Low blood glucose symptoms were reported with these results. The customer was able to self-treat with glucose tablets, and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.